Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer stated she would treat herself with a bolus. The customer was having calibration issues with her sensor. The customer's blood glucose level was 273 mg/dl and the sensor was reading 73 mg/dl. Standard troubleshooting was performed. The customer was advised to change her sensor. The product is not being returned. Nothing further was reported.